Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the implant failed to advance and remained stuck, causing deformation of the injection piston. The procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint is observed on the returned photo. The returned photo shows device, diopter on the device is different than reported. No clarification was received from the reporter to date. The device is observed to be disassembled; the nozzle is detached from the device. Iol is observed in the nozzle entry, just past the lens bay. The plunger is not visible on the photo. The product investigation could not identify the root cause for the reported complaint "lens stuck in cartridge / lens would not advance". The product was not returned for analysis; only photo was returned. Based on our observation of the attached photo, the device is disassembled; the nozzle is detached from the device. Iol is observed in the nozzle entry, just past the lens bay. The plunger is not visible on the photo. We are unable to confirm the lens and the plunger position for advancement. A final root cause cannot be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).